Manufacturer narrative:
The suspect device is expected to return for evaluation. A supplemental report will be submitted once the evaluation is complete.

Event description:
The account alleges that during an evar procedure, arterial access, the tip detached from the main body of the catheter, leaving it mounted on the stiff lundquist wire. The ifb and guidewire were removed together. No medical intervention was necessary. No additional patient consequence to report.

Manufacturer narrative:
The suspect medical device was not returned for evaluation. The device was discarded at the account. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were identified. A search of the complaint database was performed and one similar complaint with this lot number was identified. Should the device be returned later, the investigation will be reopened.